Manufacturer narrative:
Complaint conclusion: as reported by the (B)(6) study during the index procedure the angioguard capture catheter did not engage the filter. The product was stored and handled according to the IFU and was inspected and prepped according to the instructions for use. Force was required while advancing the capture catheter through the deployed stent and also during withdrawal of the filter. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band, but when filter capture occurred the filter basket had withdrawn proximally into the stent. The filter basket collapsed into the capture sheath as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. During capture the filter basket caught on a stent strut partially deforming the filter fabric, however, complete filter capture was noted. The filter basket was not suctioned prior to being withdrawn and no debris was noted in the filter basket during inspection after removal. The target lesion was a moderately tortuous and mildly calcified left proximal internal carotid artery with an 80% stenosis. There was no injury to the patient reported. The patient's medical history includes hyperlipidemia, cardiac arrhythmia, diabetes mellitus and hypertension with high risk criteria including contralateral carotid occlusion and age > 75. (B)(4). The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics, device interaction and procedural factors may have contributed to the reported event.

Manufacturer narrative:
Additional information provided by the affiliate. ((B)(6) 2012) during capture the filter basket caught on a stent strut partially deforming the filter fabric, however, complete filter capture was noted. The filter basket was not suctioned prior to being withdrawn and no debris was noted in the filter basket during inspection after removal. Device history record:((B)(4) 2012) (B)(4). Additional information will be submitted within 30 days upon receipt.

Event description:
As reported by the (B)(4), indicated that during index procedure, the angioguard capture sheath did not engage filter. The product was stored and handled according to the IFU and was inspected and prepped according to the instructions for use. Force was required when attempting to advance the capture catheter thru the deployed stent and for withdrawal of the filter, prior to the filter deformation. The capture sheath was advanced until the marker band lined up with the proximal filter basket marker band, but when the capture occurred, the filter basket had comeback within the stent. The filter basket collapsed into the capture sheath, as evidenced by a reduction in filter basket diameter shown by the radiopaque strut markers. The filter basket was not suctioned prior to being withdrawn from the capture sheath (the technique/device used was not provided). The index procedure was indicated in a patient with a medical history of hyperlipidemia, cardiac arrhythmia, diabetes mellitus and hypertension to treat a moderate tortuous and mild calcified left proximal internal carotid artery with an 80% stenosis. There was no injury to the patient reported. The product will not be returned for analysis.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt.